Event description:
Additional information was received from the patient and it was reported that the leads were removed because of an infection and the ins was left in.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 17-oct-2023, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(4), ubd: 17-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). Caller states they replaced the leads and there was a lot of scar tissue so there was some difficulty getting the leads in place. Caller states flouro indicated leads in correct place. The patient was not tested at all during the procedure and when the patient woke up they were getting intense stim when tested at .3 ma though stimulation was in the correct area. The healthcare provider (hcp) advised to not use the lead with intense stimulation, which was 0-7 cephalad left lead. Caller met with patient on (B)(6) and the patient states that she is having extreme pain at the ins site and has been getting worse. The rep states the patient says the pain is present when ins on/off but patient states she feels heat at the pocket when ins is on. Caller states impedances are good. Caller also states the patient is not getting pain relief with new lead/ins config. The rep reported they did an x-ray the day prior to the call and found that the leads have moved again. Caller states the patient called him last night and the patient was advised to reach the doctor. The doctor advised the patient to go to the emergency room. Additional information was received at a later date. It was reported that the patient was not feeling any relief from the leads. They felt weakness and numbness in their lower extremities. Therefore, the leads were removed on 2020-apr-17, but the ins remained implanted. No further complications were reported. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). It was reported the rep attempted to reprogram electrodes around the t9/10 interspace, as this was where the patient had 90% relief for 2 years before the event. The issue remained unresolved. Subsequently it was reported that the patient was admitted to the hospital on april 12th for numbness in the legs and extreme pain in the back. The leads were explanted april 17th after consulting with neurosurgeon who believed that one lead may have been intrathecal. The patient had emergency back surgery as a result of a fracture vertebrae in addition to a hematoma from the surgery. The patient had damage to the dura during the original lead revision and this was the cause. The patient was experiencing lower level paralysis and was still in hospital. The patient had weakness and numbness in the lower extremities. No further complications were reported/anticipated.